Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs lead replacement procedure (reference MFR. Report: 1627487-2013-04382) was extended by approximately 1 hour due to the inability to implant a model 3228 scs lead as a result of scar tissue. A different model lead was used to complete the procedure and the patient is receiving effective stimulation.